Manufacturer narrative:
The customer has not returned the qcpr meter for evaluation. The information received indicates that the meter was not removed from service following the event, and remains in service at the customer site. Note that as the meter has remained in service after the event, this would impact any potential evaluation (i.e. The meter was not removed from service and would not be in the same state as it was immediately following the event). Attempts were made to obtain the meter for evaluation however the meter has not been returned. As the meter has not been returned, no further investigation is possible. Note the following warning is included in the heartstart mrx qcpr instructions for use addendum (document number 453564586921 edition: "warning: properly performed CPR can result in the fracturing of a patient's ribs or other chest injuries, including external chest wall bruising or abrasion.* if patient rib or chest integrity has been compromised, continue to provide CPR in accordance with your local protocol." As the qcpr meter could not be evaluated by philips, no conclusion could be drawn.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, when the q-CPR device was removed, there was a wound on the patient's chest. The patient died.